Event description:
Less than 24 hours after initiation of iab therapy, blood was noted in the tubing. The iab was removed and not replaced. No further complications were reported. The patient is in good condition.